Manufacturer narrative:
Follow-up #1 and final report submitted to correct and update based on the results of investigation. Reported event: during partial knee surgery, a 3.2 x 140 bone pin tip sheared off in patient. Drill guide was not used. (B)(6) surgical center and the product is not available for return. There was no delay to the case, no adverse affects to patient, and case was successfully finished. Device evaluation and results: visual inspection was not performed as the device was not returned for evaluation. Dimension inspection completed at the time of manufacturing shows the lot was within specification. Device history review: review of the device history records for the associated lot indicated (B)(4) devices (143000-07 non-sterile bone pin, single) were manufactured and shipped to (B)(4) on 09/28/2015 and accepted into final stock on 09/28/2015 per erp. Complaint history review: a review of complaints in (B)(6) related to p/n 143140, lot number w41379-2 shows no additional complaints related to the failure in this investigation. Tracking of complaints related to the 1143140 part number will be tracked through quarterly trend request (B)(4). Conclusions: as part of the investigation into this complaint, the stryker rep that was present for the case was contacted. It was determined that the surgeon did not use the drill guide during placement of both bone pins. Due to the non-use of a drill guide as required per makoplasty partial knee application user guide, 206388 revision 01 for placement of bone pins, this event constitutes an off-label use of the device. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device was not returned for evaluation.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the tips of the bone pins broke. The bone pin was left inside of the patient and the outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the tips of the bone pins broke . The bone pin was left inside of the patient and the outcome of the case was successful.